Event description:
During the atrial fibrillation procedure, the sheath was inserted into the heart. A few minutes after insertion into the left atrium, blood leak was noted from the hemostasis valve. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient. No additional venipuncture or septal puncture was performed. The dilator is the only product inserted into the sheath hemostasis valve.

Manufacturer narrative:
One 8.5f swartz braided introducer sheath was received for evaluation. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seals and subsequent leak remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.